Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was not returned to maquet cardiac surgery for investigation. A photographic inspection was performed. Signs of clinical use with no evidence of blood was observed. It was observed that the vacuum tube was split apart. The barb wire present in the vacuum tube was uncoiled and exposed. No other visual defects were observed. Based on the pictures of the device as received, the complaint was confirmed for the reported failure mode "split".

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat I stabilizer was removed from the package and prepped for the case at which time the tech noticed a separation in the vacuum tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat I stabilizer was removed from the package and prepped for the case at which time the tech noticed a separation in the vacuum tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.